Event description:
It was reported that the patient experienced hyperglycemia while using the ilet, with blood glucose around 400 mg/dl after changing the infusion site without performing the fill tubing process; the infusion set was a contact detach steel set, and an agent guided the patient through a full priming process until drops were observed and insulin delivery was resumed. Symptoms included elevated blood glucose. Outcomes included continuation of insulin therapy and planned follow-up to confirm downward glucose trend. Investigation included remote troubleshooting and education on proper infusion set change and tubing fill to ensure delivery. Investigation of this case revealed user setup error related to incomplete tubing fill prior to connection, which likely resulted in inadequate insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was use error. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.